Manufacturer narrative:
No product returning for eval. Attempts have been made to obtain all event info. Should new info become available, a f/u MDR will be submitted.

Event description:
Received info stating that due to user error, customer delivered a bolus of 13 units of insulin. Reportedly, the customer's blood glucose level was impacted.